Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had failed battery test alarm during normal use and replace battery now alarm. The blood glucose was 4.2 mmol/l at the time of the incident. Customer inserted a new battery and again failed battery alarm received. The device will not be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery failed alarm noted during testing.